Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with suprapubic cystotomy.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, stress urinary incontinence and vaginal prolapse. It was reported that the patient underwent the concurrent procedure of a cystoscopy during mesh implantation. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, vaginal scarring and other. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 and left uterovaginal fistula following mesh vault suspension on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.